Manufacturer narrative:
510(k) number: k160229. Device evaluation: 1 unit of lot c1801760 of echo-hd-22-ebus-p-c was returned opened not in its original packaging. It should be noted that this file is related to another complaint file. The device related to this occurrence underwent a laboratory evaluation on 15 april 2021. The distal end of the needle was found to be broken. A proximal kink just below the sheath extender and another kink approx. 24cm below the sheath extender were also observed which will be investigated under another file. Clarification was requested as follows; ¿earlier today the device returned in relation to pr (B)(4) was evaluated. The following 3 failures were observed with the device; distal needle break, proximal kink below sheath extender, proximal kink approx. 24cm below sheath extender. Were the 2 proximal kinks below the sheath extender observed when the device was being sent back to cook ireland?¿ reply was received as follows; ¿I don¿t think it was due to transport, the needle was already deformed.¿ further clarification was requested as follows; ¿based on the reply from renaud it would seem to indicate that the 2 proximal kinks (see photos below) were observed before the complaint device was sent back to cook ireland. Is that correct? If that is correct can renaud clarify the sequence of events which caused these 2 proximal kinks? ¿ reply was received as follows; ¿yes, the folds were before the product was sent back. Apparently, the folds were made by removing the needle.¿ as a result of the above confirmation an additional pr was opened for the proximal kink observed just below the sheath extender. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1801760 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1801760. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-6). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to flexed or twisted position as indicated in the additional information. Also due to flexed position required it is possible hard cartilage such as tracheal ring may have been hit causing needle to break distally. It is also possibly that the needle may have jerked when the distal end of the needle broke, potentially causing pressure back up the needle resulting in the kink which was observed approx. 24cm below the sheath extender. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per cc form, it was retrieved with a hook. Everything is fine for the patient. He spat out the broken piece of the ebus. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k160229. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the use of the needle in the trachea, it broke at the end . Everything is fine for the patient; he spit out the broken piece of the ebus. "As per cc form": during use of the needle in the trachea, it broke at the end. The needle broke during the punction an remained in the bronchi. It was retrieved with a hook. Everything is fine for the patient. He spat out the broken piece of the ebus, I sent this week the needle to ireland. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal needle please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Trachea a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Lung if not with the device in question, how was the procedure performed and/or finished? Was the device used in a tortuous position? No are images of the device or procedure available? No was the device damaged in packaging before removal? No was the device damaged on removal from packaging? No was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax was the scope recently serviced / repaired? ??? Was resistance felt while inserting the device through the scope? No when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? No was difficulty experienced while retracting the needle? No was it possible to fully retract before removing the needle from the patient? Was gaining access to the target site difficult? Was the endoscope in a flexed or twisted position at any time during the procedure? Yes was puncture of the target site difficult? No was the stylet partially removed when advancing into the target site? No how many samples were obtained with this needle? 0 did any section of the device detach inside the patient? Yes if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No was there difficulty in attaching or detaching the device of the leur lock to the scope? If the device is a procore, is the kink located distally at the notch / core trap?